Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images and medical records were not provided. There was no specific deficiency alleged. The investigation is inconclusive. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: possible complications include, but are not limited to, the following: movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Detachment of components. Perforation or other acute or chronic damage of the ivc wall. Acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Deep vein thrombosis; caval thrombosis/occlusion; extravasation of contrast material at time of venacavogram; air embolism; hematoma or nerve injury at the puncture site or subsequent retrieval site; hemorrhage; restriction of blood flow; occlusion of small vessels; distal embolization; infection; intimal tear; stenosis at implant site; failure of filter expansion/incomplete expansion; insertion site thrombosis; filter malposition; vessel injury; arteriovenous fistula; back or abdominal pain; filter tilt; hemothorax; organ injury; phlegmasia cerulea dolens; pneumothorax; postphlebitic syndrome; stroke; thrombophlebitis; venous ulceration; blood loss; guidewire entrapment; pain all of the above complications may be associated with serious adverse events such as medical intervention and/or death. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a patient had expired sometime within the last five years (date not provided), post vena cava filter deployment. No other pertinent patient or medical information was provided leading up to or surrounding the patient's death. The reason for the filter deployment was not provided. No specific device malfunction(s) was reported that may or may not have cause or contribute to the patient's death.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: vena cava filter was deployed via the right femoral vein secondary to deep vein thrombosis. Two years four months post filter deployment, patient presented with abdominal pain. CT abdomen demonstrated a contained ruptured infrarenal abdominal aortic aneurysm adjacent to a low placed inferior vena cava filter. The filter was determined to be the possible cause of the ruptured infrarenal abdominal aortic aneurysm. Five years three months post filter deployment, patient presented with altered mental status and shortness of breath and died the same day. Death certificate stated cause of death to be pneumonia and congestive heart failure. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical records, the investigation can be confirmed for perforation of the ivc. However, this investigation is inconclusive for migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a patient had expired sometime within the last five years (date not provided), post vena cava filter deployment. No other pertinent patient or medical information was provided leading up to or surrounding the patient¿s death. The reason for the filter deployment was not provided. No specific device malfunction(s) was reported that may or may not have cause or contribute to the patient¿s death. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated and migrated to the aorta. The patient allegedly experienced a ruptured abdominal aortic aneurysm. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly expired.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Medical record review: the patient with deep vein thrombosis had a vena cava filter deployed. Approximately two years and four months post filter deployment, the patient who presented with abdominal pain underwent endovascular repair of a ruptured abdominal aortic aneurysm, thought to be secondary to migration of the filter. During the operative procedure, on the lower aspect of the abdominal aorta a free rupture of the lateral wall measuring nearly one centimeter in diameter was identified immediately adjacent to one of the medial struts of the low placed filter. Intravascular ultrasound demonstrated a five centimeter expanding hematoma somewhat contained around the inferior vena cava and adjacent to the wall of the infrarenal abdominal aorta. A bifurcated graft was then deployed infrarenal. There were no intraoperative complications. The patient was discharged on hospital day six. Approximately five years and three months post filter deployment, patient presented with altered mental status and shortness of breath and died the same day. Death certificate stated cause of death to be pneumonia and congestive heart failure. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Therefore, based on the provided medical records, the investigation can be confirmed for perforation of the ivc. However, this investigation is inconclusive for migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 03/2013), (manufacturing date: 03/2010). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a patient had expired sometime within the last five years (date not provided), post vena cava filter deployment. No other pertinent patient or medical information was provided leading up to or surrounding the patient¿s death. The reason for the filter deployment was not provided. No specific device malfunction(s) was reported that may or may not have cause or contribute to the patient¿s death. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated and migrated to the aorta. The patient allegedly experienced a ruptured abdominal aortic aneurysm. The device has not been removed and there were no reported attempts made to retrieve the filter. Reportedly, the patient expired.